Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The investigation determined that this was the third complaint of this type. The inability to rotate spin plate into place is addressed in the fmea (failure modes and effects analysis) in the related design dossier. An engineering change order required the device to be manufactured with increased material strength. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that the spin plate lockers bent. During a spinal surgery procedure, the surgeon was attempting to rotate the spin plate into position when the instrument tip broke. The tip of the spare instrument was twisted approximately 1/8 of a turn. At that point, the surgeon left the spin plate rotated at 60 degrees (he felt comfortable with the amount of purchase in the bone) and completed the surgery. It was noted in the complaint that the patient had hard bone.